Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Date of event - unknown. Date explanted - unknown. Manufacture date - product identification needed to obtain manufacturing history was not provided; manufacture date is unknown. This report filed (B)(4), 2011.

Manufacturer narrative:
Additional information provided by user facility: review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "remove after fracture has healed. Implants can loosen, fracture, corrode, migrate, or cause pain." This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent ankle arthrodesis on (B)(6), 2011. Subsequently, a revision procedure was performed on an unknown date due to the nail fracturing from the talus screw at the dynamization point on the arthrodesis nail. The arthrodesis nail was removed and discarded. No further information has been provided to date.